Event description:
It was reported that a malfunction occurred that could not be reset. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections, urgent replacement was approved by tier 2, and customer was advised to contact nhs for a new purchase order while technical support arranged pump replacement even though pump was out of warranty.